Manufacturer narrative:
There were multiple medical device types. The information for each additional type is as follows: d.2. Medical device type: pch, pci h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 5: it was reported that while using the bd max¿ enteric bacterial panel, a patient sample tested shigella positive. Specimen was repeated on another max instrument and tested negative. There was no report of patient impact. Patient 3.

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel kit (ref. (B)(4)) kit lot 3353981 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about five samples giving a positive result for the shigella target (rox channel) when tested on bd max instrument (B)(6), but that repeated as negative when tested on (B)(6), both when using the bd max¿ enteric bacterial panel kit lot 3353981. Review of the manufacturing records of bd max¿ enteric bacterial panel kit indicated that lot 3353981 was manufactured according to specifications and met performance requirements. Customer provided databases for both (B)(6) instruments and pdf of runs 25 (B)(6) and 898 (B)(6). Customer identified samples in positions a1, a7, b3, b8, b9 in the initial test (run 25) and positions a6, a7, a9, a10, a11 in the repeat test (run 898), as the affected samples. Tests were repeated from new sample buffer tubes (sbt) preparation. Runs 25 and 898 analysis and manual pcr curves adjudication revealed late and low but true fluorescence detection in the rox channel in the top position of the cartridge (shigella target) for samples a1, a7, b3, b8 and b9 in run 25. Such late and low positive results could be explained by a contamination event at the customer¿s site or by specimens at or near the assay limit of detection (lod). Two samples of the run 25 (positions b2 and b10) presented an early CT result in the rox channel, which is indicative of strong positive samples, that could have been a contamination source during sample preparation in the initial run. Run 898 analysis revealed no fluorescence detection in the rox channel (shigella target) for any of the samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on enteric bacterial panel kit (B)(6). The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination at the customer site could explain the customer issue. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Event description:
Report 3 of 5: it was reported that while using the bd max¿ enteric bacterial panel, a patient sample tested shigella positive. Specimen was repeated on another max instrument and tested negative. There was no report of patient impact. Patient 3.